Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the device performance issue was confirmed. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 spherical reservoir was visually inspected, leak tested and examined using a microscope. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. The pump was leak tested, visually inspected, examined under a microscope, and functionally tested. The pump kink resistant tubing (krt) displayed fatigue and was worn down to the filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested, pressure tested and examined under a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a hole from avulsion in the outer tube and fabric threads were worn and displayed fatigue. A leak was present in the cylinder body. The krt of cylinder 1 displayed fatigue and was worn down to the filament. Cylinder 1 was not pressure tested due to the leak that was identified. Cylinder 2 passed all tests performed. The identified fluid leak was the probable cause of the reported device performance issue, as the device would not be functional after the system lost fluid. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a product performance problem. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the event resolved.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a product performance problem. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. Following the surgery, the event resolved.